Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017 and for the past two months, there were inaccuracies between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. This report will capture the inaccuracies that occurred for the past 2 months as specific dates or values were not provided. No additional event or patient information is available. No product or data were provided for evaluation. The reported inaccuracies could not be confirmed. A root cause could not be determined.